Event description:
It was reported that the patient with this pacemaker experienced lightheaded while in the clinic and the pacemaker was interrogated. It was noted that the pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.